Manufacturer narrative:
(PMA): obsessive compulsive disorder (ocd) is not an approved indication for use of ins model activa rc 37612 in the united states (us). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unable to recharge their implantable neurostimulator (ins). It was noted the patient was implanted with the device on (B)(6) 2020. No symptoms were reported as a result of the event.¿ the patient was implanted for obsessive compulsive disorder (ocd). Relevant medical history included hypertension.